Event description:
It was reported that the surgeon was using the staar injection system with an eyeonics crystalens and the trailing haptic tore off when lens was inserted into eye. The incision was enlarged to remove and replace the lens, and suture used to close incision. In the surgeon's opinion, it was due to the delivery system.

Manufacturer narrative:
Eval results: lot number search performed on the injector, cartridge & foam tip plunger for similar complaints within the search. There were similar complaints found in the foam tip plunger lot, similar complaints found in the injector lot and similar complaints found in the cartridge lot.